Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via webform that the customer's retainer ring was damaged and the reservoir was not locking in place. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.